Event description:
Plaintiff alleges sensitization to latex after exposure to latex exam gloves. She alleges suffering physical injuries including but not limited to hand and body sores, hand dermatitis, runny eyes and nose, itchy eyes, shortness of breath, anaphylaxis and other physical injuries, as well as great despair and loss of enjoyment of life, all of which are of a permanent, continuing and life-threatening nature. Further alleges suffering great loss and depreciation of her earnings and earning capacity and will continue to suffer in the future.